Event description:
Device issue: clip mislocation. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis, pseudoaneurysm, ischemia, dissection, endarterectomy and thrombectomy. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery (cfa) after an interventional procedure. Reportedly, angiography showed a tight "stenosis" in the distal right superficial femoral artery (sfa) underlying the site of the starclose with probable dissection. Additionally, an occluded mid-distal popliteal artery with no tibial run off was found consistent with acute thrombus. The pt was taken to surgery. Reportedly, the clip was found attached to the anterior and posterior wall. The pt exhibited a cold, pale, pulseless right foot (absent dorsalis pedis and popliteal artery pulses.) A pseudoaneurysm was found at the right common femoral artery. Thrombectomy was performed followed by a common femoral endarterectomy and vein graft repair. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A power point slide set of 5 angiogram images was provided and were reviewed by abbott vascular in-house medical monitor. Based on the findings, the images show diminished flow at the level of the clip; however, the cause cannot be seen from the images provided. These images do not rule out nor confirm that the clip was attached to the anterior and posterior artery walls and the root cause is undetermined.